Manufacturer narrative:
Two (2) pictures were provided for evaluation. Unable to determine failure from the photo provided. No physical damage or other anomalies were observed. Received one (1) used. List #mc330375, 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock. As received, the outlet filter vent of the filter was observed to be wetted out. The filter is loaded with total parental nutrition (tpn) lipid residuals. No additional damage or anomalies were observed. The secondary port clave was activated twice using an ICU-provided syringe. No stick-downs were observed. The set was then leak-tested per specifications. Flow was established. There was leakage observed from the outlet filter. The complaint of lipids occluded can be confirmed on the inline filter. The probable cause of the clogged filter is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Directions for use (dfu) states: a filter that clogs during infusion should be replaced. Sets with filter 0.2 micron should be changed at least every 72 hours. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock was found to be occluded during patient use. It was stated in the report that the product problem was lipids occluded. There was no patient harm reported.